Event description:
A customer in texas reported an incident involving their cryogen cannister warmer and cryogen can. Customer reported, "according to the provider a new canister freshly removed from its packaging was face down in the external cryogen warmer in the treatment room and inserted after the last canister was removed. The canister split in half within the warmer and was disposed of." There were no reported injuries. The customer disposed of the cryogen canister and was not able to provide information regarding the warmer. When asked about the cryogen canister, the clinic manager stated that it was possible that it might have been an older can that they "filled manually by the blue cans" she stated that the previous manager was refilling their cans.

Manufacturer narrative:
The candela cryogen cannister, gentlecool pro, safety data sheet (sds) states to store at room temperature. Keep at temperatures below 52 °c / 126°f. Do not store near combustible materials. Gentlecool pro sds also states contains gas under pressure; may explode if heated. Ruptured cylinders may rocket. The cannister warmer associated with this compliant was not returned to candela medical for an evaluation. Canister warmers are used to warm the cryogen cannister to a maximum of 120f, which is below safe handling recommendations. On (B)(6) 2023 new information received, noting customer is refilling cryogen canisters. Despite the fact that the canister label states single use. Based on all available information the cause for this event is unintended use error caused or contributed to event.

Manufacturer narrative:
The candela cryogen cannister, gentlecool pro, safety data sheet (sds) states to store at room temperature. Keep at temperatures below 52 °c / 126°f. Do not store near combustible materials. Gentlecool pro sds also states contains gas under pressure; may explode if heated. Ruptured cylinders may rocket. The cannister warmer associated with this compliant was not returned to candela medical for an evaluation. Canister warmers are used to warm the cryogen cannister to a maximum of 120f, which is below safe handling recommendations. On september 19, 2023 new information received, noting customer is refilling cryogen canisters. Despite the fact that the canister label states single use. Based on all available information the cause for this event is unintended use error caused or contributed to event. UDI related data quality updates only there were no injury reported in this MDR and the potential injury was caused by user error and so it is not clear which device/UDI should be reported on 3500a and that going forward we will use the system UDI.

Event description:
A customer in texas reported an incident involving their cryogen cannister warmer and cryogen can. Customer reported, "according to the provider a new canister freshly removed from its packaging was face down in the external cryogen warmer in the treatment room and inserted after the last canister was removed. The canister split in half within the warmer and was disposed of." There were no reported injuries. The customer disposed of the cryogen canister and was not able to provide information regarding the warmer. When asked about the cryogen canister, the clinic manager stated that it was possible that it might have been an older can that they "filled manually by the blue cans" she stated that the previous manager was refilling their cans.